Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable bag of the cassette is leaking. No injury, no adverse patient effects were reported by the customer.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the product in used conditions; no damage was detected. Functional testing was performed confirming the reported issue, a leak was detected in the medication bag. The investigation listed the root cause as the medication bag being damaged during the assembly process. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, g2 email address: (B)(6).